Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via email that the insulin pump is cracked at the bottom left and right corner of the lcd display screen and the screen keeps going in and out. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the display did not return after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.